Manufacturer narrative:
A study core lab reported a visual observation of a thrombus during their image review of a protocol-required, optical coherence tomography (oct) following this coronary atherectomy procedure using a csi orbital atherectomy device (oad). Additionally, the patient troponin levels were observed to be above the upper limit of normal (uln) for the study.

Manufacturer narrative:
The original core lab report of a thrombus based on the post-procedure imaging and biomarker review was referred to cec for adjudication as per eclipse clinical trial procedures. This event is adjudicated by the cec and no reference to thrombus in relation to an adverse event was noted. (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If additional information is received or the device is returned to csi and analyzed, a supplemental report will be submitted. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a no reflow event occurred. The target lesion was located in the left anterior descending artery (lad). Six passes of the oad were performed to pass through severe proximal stenosis. Two additional passes were performed distally, following which no reflow was noted. Adenosine and nitroglycerin were administered to resolve the no flow event and the procedure was continued. Related manufacturer reference number for guide wire dissection: 3004742232-2019-00075.